Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range, high voltage right ventricular lead impedance was observed. Device was reprogrammed. Patient was stable.